Event description:
The facility reports while transferring a resident from the bed to the chair, the hanger bar disconnected from the scale. The resident fell to the floor, suffering an injury to the thigh and the wrist. The resident was taken to the hosp for assessment and x-rays. No breaks or fractures were reported.